Event description:
An implant card was received indicating that a patient had high impedance after a generator replacement surgery occurred. A review of the programming history for the explanted generator showed that good impedance values were present for an extensive period of time. A review of the device history record for the implanted lead showed that it had passed all quality inspections prior to release for distribution. No further relevant information has been received to date.

Event description:
An implant card was received indicating that the patient's lead was removed due to high impedance/lead fracture. Follow-up was performed and it was verified that the patient's high impedance was first identified prior to the replacement of the generator.